Event description:
It was reported that a culture was taken and the result was (B)(6). No explant was performed. A local debridement and local wound care was performed and antibiotic medicine was given.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implanted site of dbs 7428 kinetra set was exposed and infection. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).